Event description:
The core micro drill was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion was found in the motor and press plug. The drive pin, driver, and rotor were also found to be worn/damaged.